Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flows could not be conclusively determined through this evaluation, the customer reported that the low flow alarms were due to arrhythmias (ventricular tachycardia/ventricular fibrillation (vt/vf)). A correlation between (B)(6) and the reported arrhythmias cannot be conclusively determined. The controller event log file contained data from 1:03:12 to 11:19:55 on (B)(6) 2021, per the timestamps. Transient low flow fault flags were captured throughout the file when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 1.7-2.4 lpm. Of these faults, 5 lasted over 10 seconds and a low flow alarms were triggered. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. The pump was explanted but will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmias as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 lists right cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Furthermore, section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report numbers #2916596-2021-02923 and #2916596-2021-02924. Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had low flow alarms and high pulsatility index (pi) due to arrhythmias. This was his 3rd admission for ventricular tachycardia/fibrillation within the last 6 months, previous dates were (B)(6) and (B)(6) . He had weakness and mild dizziness. The patient was cardioverted and placed on heart transplant status 2 list. The patient underwent heart transplant on (B)(6) 2021 an the pump will not be returned for evaluation.